Manufacturer narrative:
Manufacturer's investigation conclusion: transient low flow alarms were confirmed through the evaluation of the submitted log file the low flow alarms were reportedly due to the patient being hypertensive. The alarms resolved following anti-hypertensive medicine adjustments. A direct correlation between the heartmate ii left ventricular assist system serial number (B)(6), and the reported hypertension could not be conclusively determined through this investigation. The submitted log file captured transient low flow events where the calculated flow rate decreased below the 2.5 liter per minute (lpm) alarm threshold. The actual speed remained above the low speed limit for the duration of the log file. The system appeared to function as intended. Of note, silenced driveline fault alarms were captured throughout the file (refer to MFR# 2916596-2019-04438. The patient remains ongoing on (B)(6), and will continue to be followed for blood pressure control. No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas IFU section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 6 ¿patient care and management¿ states physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient's short to shield was originally reported in manufacturer report number: 2916596-2019-04438. It was reported that the patient was seen in clinic with precursor to short to shield. During analysis of the log file, it was observed that phase 3 still has a damaged wire. There has been no change in its readings. Low flow alarms have also been occurring. The cause of the low flow alarms was determined to be hypertension. Anti-hypertension medication was adjusted, and the alarms resolved on its own. There were no other unusual events seen within the log file.